Event description:
It was reported that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer performed repairs.

Event description:
It was reported that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.